Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had motor error alarm and was unable to prime. The blood glucose at the time of the incident was unknown. The customer performed troubleshooting and changing the reservoir resolved the issue. There was only one occurence of the motor error in a month and was able to rewind. The reservoir will not be returned for analysis.